Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting a decrease in pacing impedance measurements from 745 ohms to 396 ohms. A decrease in amplitude measurements and high thresholds were also observed. An x-ray taken showed the rv lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.